Manufacturer narrative:
(B)(4): the implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics (date and duration not reported) due to a subcutaneous abscess over the surgical site. The implanted device remains.